Event description:
The rptr purchased the product online from a drug store. They intended to use it to treat a plantar wart and a small wart on their right index finger. They stated they initialy used it only on their finger and they experienced a rash, which they self treated with otc hydrocortisone cream. It took a week to resolve. They never did use it on their foot. Further, the product has strong unpleasant smell. They are also concerned that the product poses an inhalant hazard. It contains ether and individuals may abuse it.